Event description:
Boston scientific received information that this pacemaker and this right atrial (ra) lead exhibited noise. The patient was being followed monthly due to the device being near elective replacement indicator (eri). It was noted the ra pacing impedance measurements have been between 980 and 1,200 ohms with a few decreased to 290 ohms. Additionally, a lead safety switch had been triggered indicating an out of range impedance measurement had been recorded. The lead safety switch was reset and the patient will continue to be seen monthly. The ra lead will be addressed when the patient undergoes a device change out procedure. No adverse patient effects were reported.

Event description:
Subsequent information indicated that the device was explanted and replaced due to normal battery depletion. No adverse patient effects were reported.

Manufacturer narrative:
Records indicate this device and lead remain in service. Should additional information become available this report will be updated.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. The allegation could not be confirmed.